Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same pt involving two separate products and associated with mdrs # 1225714-2013-01187, 1225714-2013-01189, 1225714-2013-01190.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.